Event description:
It was reported during a scheduled removal of a filter that was placed a year ago, a fractured arm was discovered during imaging. The arm was endothelialized into the vena cava. The doctor retrieved the filter and the arm came out too, as it was connected by fibrin between the fracture and the body of the filter. After the initial placement of the filter, images revealed a 35 degree tilt, so a pta balloon was used via femoral access to try and reposition the filter, but was not successful. A guidewire was then placed via the jugular and repositioned and the filter successfully. There was no patient injury reported.

Manufacturer narrative:
The DHR could not be reviewed as the lot number is unknown. Upon inspection of the returned sample, the filter appeared to have 1 detached arm that was being held to the filter by fibrin and had some dried blood in the apex. One set of the legs on the filter appeared to be bonded together by the similar substance or fibrin that was holding the detached arm in place. The filter was placed in warm water and cleaned to remove the unknown substance. The arm appeared to have detached approximately 5mm from the sleeve and apex of the filter. Heat was applied to the filter and the filter took shape. Five arms, 6 legs and hooks were present and intact. With the exception of the detached filter leg, all leg and arm measurements were within specification. The result of the investigation was confirmed for detachment of component, root cause unknown. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture; however, have been reported without any adverse clinical sequelae. The removal of this filter is considers to be an off label use of this device. The current IFU (instructions for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.